Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer was able to repeat the fill tubing process and resumed insulin therapy.